Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the power line fuses were open, which directly caused the reported issue. Replaced fuses for the mobile view station (mvs) and the issue was resolved. A full imaging system check-out was completed following fuse replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system mobile view station (mvs) would not power on. A different power outlet was used and it was confirmed that the line power light was not illuminated. There was no patient present when this issue was identified. No additional details were provided.